Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has a history of gastrointestinal bleeding (gi) bleed. The patient¿s international normalized ratio (inr) goal modified to 1.5-2. Current inr was 3.58 on the day of admission. No evidence of active gi bleed. Likely slow chronic bleed. The patient was transfused with one unit of packet red blood cell (prbc). Inr goal lowered to 1.8-2.5. No additional information provided.

Manufacturer narrative:
Event date is estimated and corrected to before the bleeding incident mentioned on MFR# 2916596-2022-01300. This report will only captured the history of gi bleed that remains unknown when it started. Additional event details belong on the admission date of (B)(6) 2021 under MFR# 2916596-2022-01300 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.